Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, diving of the system occurred while attempting to manipulate through the aorta. The flex catheter appeared to be inside the valve. When that occurred, the operator stopped and pulled the flex catheter back to re-engage the catheter to the valve. Diving occurred again and the alignment continued to be an issue. Alignment difficulty was encountered after crossing the valve and the flex catheter was pulled back. During inflation, the balloon inflated distally and pushed the valve aortic (appeared to inflate ventricular next to the skirt of the valve). The valve was placed in the annulus. After looking at echo it was decided to place another valve. The valve under rapid pacing was 'dragged' out of the annulus with our delivery system. The delivery system and valve were too deep in the ventricle and the system was reengaged. The delivery system was removed after deploying the first valve pass the left subclavian. The second valve prepped and was inserted over a double curved lunderquist. Second valve was deployed during CPR. No tension was observed with second device. The patient did not have a pulse and was placed on bypass. Family decided to cancel CPR. It's unclear if there was a rupture as a result of pulling the valve back to non-target location. Per report, the cause for the balloon inflating distally cannot be determined. The valve alignment was slightly off but not to the point of concern and the valve embolized during pacing due to the inflation.

Manufacturer narrative:
Update to h6 (component codes, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 26mm commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed that prior to deployment, the thv was not aligned between the valve alignment markers, during deployment, the inflation balloon inflated distally and resulted in asymmetrical deployment, and the inflation balloon repositioned and fully expanded the thv in the annulus. In addition, the imaging found the tortuous aortic root angle measured 64, and tortuosity and calcification was present within the patient's descending aorta. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system IFU, device preparation training manual, device procedural training manual and the patient screening manual was reviewed for guidance and instructions. The device procedural training manual provides guidance on initial thv positioning. Release stored tension prior to thv deployment, thv may lock into the calcium when positioning creating stored tension in the delivery system and release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. In addition, provides guidance on thv deployment. Check to ensure that the thv is exactly between the valve alignment markers, flex tip is on the triple marker and balloon lock is locked. Perform thv deployment, unlock the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp less or equal to 50 mmhg, and pulse pressure <10 mmhg, confirm the placement of center marker within optimal initial center marker zone, begin initial deployment with a slow controlled inflation, fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon and stop pacing and withdraw the balloon from the native valve. Additional considerations are to verify flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment and if considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. Valve deployment characteristics include possible aortic movement during initial deployment and a slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Foreshortening visible mainly on thv inflow (ventricular) side near end of deployment, and thv outflow (aortic) side is fairly stable throughout entire deployment. Factors that may affect the thv deployment characteristics are narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv, thv oversizing: reduced thv foreshortening, incomplete thv expansion: reduced foreshortening of the thv and severe ihss including septal hypertrophy: thv movement aortic. In addition, use of mdct scanning supplements aortogram imaging by providing two- and three-dimensional visualization of aortic arch angulation and stenosis. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve alignment difficulty was unable to be confirmed, while the complaint for thv moves on balloon was confirmed based on evaluation of the returned imaging. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'diving of the system occurred while attempting to manipulate through the aorta. The flex catheter appeared to be inside the valve but it's my understanding that is actually on the side of the valve. When that occurred, we stopped and pulled the flex catheter back and reengaged the catheter to the valve. That diving occurred again as we were crossing the valve. At that point, that's when the alignment became more of an issue'. Per imagery review, the valve was not aligned prior to valve deployment, and the balloon inflated distally resulting in deployment in the annulus. Per image review, significant tortuosity was present within the patient's anatomy. Built-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon. Navigating the thv in a tortuous anatomy and manipulating the device during tracking can result in built-up tension in the system. If there is tension introduced to the system, it can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported alignment difficulties. It is possible that some tension was released when the operator 'pulled the flex catheter back and reengaged the catheter to the valve' or when the device 'crossed the valve and pulled the flex catheter back', causing the valve to move proximally and become misaligned on the balloon. Furthermore, deploying the misaligned valve likely caused the balloon to inflate asymmetrically resulting in the malposition in the annulus. Per the training manual, check to ensure 'thv is exactly between the valve alignment markers' prior to deployment. Additionally, under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of 'diving' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. In this case, available information suggests that patient (tortuosity) and/or procedural factors (tension build-up in system, misaligned valve on inflation balloon, excessive manipulation) may have contributed to the reported event. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time. Multiple attempts were made to obtain medical records, or a cause of death has been unsuccessful.